Event description:
Info received from an attorney, claiming his client received an injury while wearing contact lens that were manufactured by johnson & johnson. No additional info is available to enable further investigation at this time.